Event description:
It was reported that during implant surgery, it was discovered that the pt had a difficult anatomy and chronic otitis media with effusion. Vt insertion was performed and the bleeding was controlled. The surgery went well. The device testing revealed normal functions. When more info becomes available, a supplemental report will be sent.